Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global wing foreign matter on catheter tip. The following information was provided by the initial reporter: this is a complaint about abnormal catheter tip found before use. According to the customer report burr-like object found to be adhered to the tip of the catheter before use.

Manufacturer narrative:
Investigation results: the complaint of material near the catheter tip was confirmed; however, the root cause of the reported issue could not be determined. Seven photographs and three 22g insyte autoguard IV catheters were provided for investigation. The three IV catheters were taped down to a sheet of paper. The photos and returned samples showed what appeared to be clear plastic material that was not connected to one of the IV catheters. One IV catheters had translucent plastic material taped over the catheter tubing away from the tip. As the insyte autoguard had been opened and manipulated, the root cause of the reported issue could not be determined. A microscopic examination revealed that the formation of each catheter tip was acceptable according to the visual standard. No lot information or labeling was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.